Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The pwcd-b is the connex spot monitor north america power cord. The device has been returned and evaluated. As the root cause of the event the technician found the external cable was cracked. All welch allyn electrical devices are designed and tested to meet all applicable safety and flammability regulations. Welch allyn's vital signs, cardio and monitoring electrical devices are not held by the user and therefore decrease the likelihood that the user would sustain a 1st or 2nd degree burn if the device were to become hot. Additionally, if a device were to get hot to touch, spark, have burn marks or burned components a trained clinician would not use the device and remove it from the patient's environment. Information regarding the safety and warnings specific to each device is in the instruction for use (IFU). As per the IFU the customer is instructed to routinely inspect the csm and accessories for wear, fraying, or other damage. The IFU states to not use the device if they see signs of damage. As this damage resulted in a burnt power cord, hillrom deems this complaint reportable. The customer received a replacement power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Customer reported the 7000-apm got burnt. There was no injury or patient harm. They noticed it was smoking. He replaced the power cord with one from another unit and it works fine, so no issues with the apm. This report was filed in our complaint handling system as complaint (B)(4).